Event description:
It was reported that an infection occurred. The lead was explanted. The implantable tachy lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5076-58, implantable pacing lead, implanted: (B)(6) 2013. A d284vrc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).